Event description:
The physician removed the devices and performed a laparotomy procedure to identify the rupture. The rupture was at the distal anastomosis of a previous aorta -aorta graft implant (unknown when it was performed ) and the physician sutured the aorta at the site of the rupture. It was reported that the patient lost blood and the blood was collected with the dideco autotrans machine and reinfused to the patient. The patient died few hours later due to a cardiac arrest. It was reported that the patient was suffering of a decreased left ventricular ejection fraction and cardiac failure and he couldn't tolerate the bleeding due to the aorta rupture.

Event description:
It was reported that on an unknown date the patient was treated for the abdominal aortic aneurysm using three valiant devices (medtronic). On (B)(6) 2013, the follow-up computed tomography angiography revealed that two devices had been disconnected. The physician planned to reline the valiant devices with a conformable gore tag thoracic endoprosthesis. It was reported that during the procedure on (B)(6) 2014, a gore dryseal sheath was successfully inserted in the left femoral artery. Due to excessive tortuosity the physician felt some resistance while inserting the conformable gore tag thoracic endoprosthesis. After several attempts to reach the correct position, the radiologist partially retracted the introducer and re-advanced it without the dilator. It was noticed that the patient had a decrease of blood pressure from 100mmhg to 50mmhg. The physician removed the devices and performed a laparotomy procedure to identify the rupture. The rupture from the left common iliac artery was fixed. The patient tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath instructions for use, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient, damage to or breakage of the guidewire, catheter, or other device. Additionally the IFU states: do not attempt sheath advancement or withdrawal without guidewire and dilator in place. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Advance dilator and sheath assembly together with a twisting motion to avoid damage to the sheath and vessel. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding, vascular trauma ( rupture) and death.